Event description:
In (B)(6) 2007, I was diagnosed with urinary stress incontinence. It was treated with a tvt-o. Two to three yrs later, intercourse started to become painful, but I attributed that pain to vaginal dryness from post menopausal syndrome. About 2 yrs ago I started experiencing deep right sided groin pain as well. About 6 months ago my husband stated that he was starting to experience pain during intercourse and was in fact being scratched and scarred from the mesh. I was referred to a urogynecologist. During a vaginal scope, I was able to see the bright blue mesh that had totally eroded into my vaginal canal. On (B)(6) 2012, the mesh that had eroded into the vaginal canal was cut out. It has been suggested that any attempt to remove the entire mesh might very well cause more groin injury and pain than I experienced now, on a daily basis.